Event description:
Procedure type: breast reconstruction. According to the rptr: when the surgeon was suturing during a breast lift surgery, the needle was broken and needle fell into the pt's subcutaneous. The hospital sent the pt to candling to find the needle but have not rec'd an answer. No extension of surgery time by more than 30 mins, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, nothing fell into pt cavity.

Manufacturer narrative:
(B)(4).